Manufacturer narrative:
Initial and final MDR 1931483- MDR 3003442380-2024- 18866- device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusions sets leakage at site events on 15-jun-2024, 20-jun-2024, 22-jun-2024, and 27-jun-2024. Infusion sets were used for 1 day. The blood glucose level was 280-300 at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.